Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported by the distributor that on (B)(6) 2010, a (B)(4) radiolucent headrest system was used on a pt for a clipping of a cerebral aneurysm. The pt was positioned in a lateral position. When the operating room (or) staff pressed on the pt's scalp with their hands to reduce the bleeding during scalp incision, the swivel adaptor assembly ((B)(4)) which is a part of the (B)(4) radiolucent headrest system, broke "with a fracture sound". Since the radiolucent headrest system could not be used after the breakage, the surgeon changed to an aluminum mayfield instead and continued the surgery. There was approx a 30 to 40 minute delay in surgery. No pt injury was reported. Pt outcome was reported as "no problem". On (B)(6), 2010, the distributor's repair dept received the swivel adaptor assembly from the hospital. The item was received broken. The item was checked and it was observed by the distributor that there was a slight friction at the t-handle located on the opposite side of the swivel adaptor. The pin was removed and checked but no distortion was found.